Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a connection issue with a minicap transfer set. The nurse stated that the transfer set did not fit well together with a non-baxter adapter. This occurred during the change of the transfer set for peritoneal dialysis therapy. There was no patient injury associated with this event. No additional information is available.